Manufacturer narrative:
Analysis of device evaluation performed on 05/19/2016, indicated inaccurate full charge capacity readings.

Event description:
It was reported that the pump battery gauge remained at 100%. There was no impact to the customer's blood glucose level.